Event description:
While suturing with a da-vinci surgical robot, the needle detached from the suture thread and fell into the situs. The needle was removed from the site without any issues, there was no impact on the patient due to this incident hence no additional actions by the surgeon were necessary. This event did not occur in the USA, however the device is registered in this territory.

Manufacturer narrative:
As there was no patient impact the report is due to risk of injury if the incident were to re-occur. A second complaint has been received regarding this batch, from the same healthcare user, in which the suture thread broke when using the device with the same surgical robot. There was no patient impact in this other complaint incident.